Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿reverse shoulder arthroplasty due to glenoid bone defects¿ by j.c. Diaz minarro; a. Izquiierdo fernandez; f. Munoz reyes; r. Carpintero lluch; p. Uceda carrascosa; f. Munoz luna; a. Lopez jordan; and p. Carpintero benitez; published in rev esp cir ortop traumatol, 2016; 60;206-213 was reviewed. The purpose of the article was to evaluate the medium-term outcomes of the reverse shoulder arthroplasty associated with a glenoplasty. This study was conducted on five patients who were all treated with a reverse shoulder arthroplasty associated with glenoplasty with bone graft. All grafts were radiologically integrated with no signs of reabsorption or necrosis being observed. All patients had a delta xtend reverse shoulder system type (depuy). The minimum time was 12 months follow-up with an average of 30.4 months. The article reports the constant-murley test was used to measure mobility at the 12 month mark. The average score measured in the ¿good¿ results category. Only one patient had a result that scored less than 50 points (a poor result) in the case of septic mobilization of the reverse prosthesis. Radiological reports on the CT scans performed state that all of the grafts, auto- as well as allografts, are integrated. No resorption or collapse in them was detected, and no complications arose during the postoperative period. All but one patient was highly satisfied with their surgery, the patient operated due to septic mobilization expressed moderate satisfaction.